Manufacturer narrative:
Only the straight plate shaft was returned. One of the eyelets of the straight plate shaft was observed to be fractured open and distorted. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the plate broke during surgery. According to the report, the physician replaced the plate to complete the surgery. Reportedly, the patient was well and no fragment remained in their body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.